Event description:
Writer called into room after patient called stating IV pump was peeping. When writer went to check the IV infusion, the channel stated "air in line". Writer proceeded to check IV infusion of cefepime and discovered bag was empty. Writer then checked volume infused on the IV pump and it read 67ml - pt was to receive 100ml total. Writer turned off pump and flushes pt's IV. Pt c/o pain at IV site and IV site was slightly red but no swelling noted. Neurosurgery on-call resident paged to make aware. IV pump and channels labeled that they malfunctioned.